Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer name and address: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to use during a procedure involving angioplasty of the superficial femoral artery, an advance 35 lp low profile balloon catheter leaked. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested.

Manufacturer narrative:
Summary of event: as reported, during a procedure involving angioplasty of the superficial femoral artery, an advance 35 lp low profile balloon catheter leaked. The balloon catheter was inflated to ten atmospheres one time, using an inflation device; however, the balloon would not inflate and leaked at the tip. After the leak was noted, the balloon was removed along with another manufacturer's 6-french sheath. The anatomy was not tortuous or calcified, but the lesion was forty-to-fifty percent occluded. Blood was not noted in the inflation device and the balloon was not inflated inside of a stent prior to the leak. A new balloon was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), specifications, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The balloon leaked near the proximal end of the balloon. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU warns ¿if resistance is met while advancing the balloon dilatation catheter, determine the cause and proceed with caution.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy contributed to this event, as the lesion was reportedly 40% to 50% occluded. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional/corrected information was received 14dec2022. The device made patient contact. The balloon catheter was inflated to ten atmospheres one time, using an inflation device; however, the balloon would not inflate and leaked at the tip. After the leak was noted, the balloon was removed along with another manufacturer's 6-french sheath. The anatomy was not tortuous or calcified, but the lesion was forty-to-fifty percent occluded. Blood was not noted in the inflation device and the balloon was not inflated inside of a stent prior to the leak. A new balloon was used to complete the procedure.

Manufacturer narrative:
Corrected information: b5: the device made patient contact. H3: (other): device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.